Event description:
The complainant reported a 66 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed hemolysis. Ischemia was also noted in the device-inserted leg. The decision was made to remove the pump and replace with an axillary impella 5.5 device.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.